Event description:
It was reported that a progav shuntsystem (#fv427-t) was implanted during a procedure performed on (B)(6)2019. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6)2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. A third- party connector was returned in connection with a catheter. A deformation was detected upon measuring the plane parallelism of the progav outer housing. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates not within the permissible tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Result: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the progav valve. The deformation and the visible deposits in the valve caused the functional deviations. In the shuntassistant were also deposits visible. He deposits had no effect upon the specifications at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No further actions are required as a result of the complaint.